Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged to see if it would boot up normally, and it failed. The data log was attempted to downloaded and failed. The receiver case was opened for an internal visual inspection; and failed, found battery cable connector recess at jp1 mainboard. The reported event that the receiver ceased to function was confirmed. The root cause of the receiver would not turn on is an assembly error.